Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202, femoral head sterile product do not resterilize 12/14 taper, 61484659. Unknown, unknown shell, unknown . Unknown, unknown liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02834, 0002648920-2018-00289, 822565-2018-02831. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure due to corrosion, metallosis, infection, dislocation, wear and alval (aseptic, lymphocyte-dominated vasculitis-associated lesion). Attempts to obtain additional information have been made; however, no more is available.